Manufacturer narrative:
The customer complaint of the chamber on the IV tubing fell off while the patient was receiving blood could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the 'chamber' on the IV tubing fell off while the patient was receiving blood. There were no further details provided for this event, and no patient harm was reported.

Manufacturer narrative:
Correction to initial reporter address.